Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws could not be re-opened for application on the uterus round ligament. The device jaws were not applied to tissue when this occurred. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up: (B)(6) 2016. One used lf1537 device was received for evaluation. Visual inspection and testing of the returned device found that the closed jaws could not be opened by operation of the handle. Further investigation found evidence of lateral force placed on the handle, causing the internal ski guide to misalign out of its track. Review of the device history records for this lot found no potentially contributing entries, and that the lot was released after meeting all quality requirements. No trend is associated with this complaint. The root cause of this issue is attributed to rough and unusual use or possible multiple uses by the customer. The IFU warns that this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device.